Event description:
Caller reported multiclix lancet protruding from drum out of box, reported lancet accidentally stuck him. No adverse event reported. A request was made for the return of the lancets, replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.